Manufacturer narrative:
Review of the system log indicated treatment date (B)(6) 2016, 12 sites treated at 60 j followed by 4 sites treated at 60 j. There were no faults. There were 31 decoupling warnings. Review of the system logs show that throughout the entire treatment session, the system was operating within all normal parameters with no critical error conditions and the only warnings issued were for decoupling events. Decoupling conditions result in the system transitioning to a safe state through shut down of the energy pulse. Decoupling occurs when the rtc (replaceable treatment cartridge) is not in full contact with the skin during treatment or there is inadequate coupling fluid. Therefore, display of these system messages during treatment is unrelated to the adverse patient event. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn. Placeholder.

Event description:
An adverse event report was received from a user facility in (B)(6)indicating that the patient developed what is described as thermal burns to the left and right thigh area following a liposonix treatment. No system error message occurred during the treatment. The report stated that the patient 10 days post-op developed painful brown scabs on the treatment area. The patient was treated with topical cream and oral medication, transamin antibiotics, pain-killers.